Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following section is being corrected on this follow-up report: 1. Section h8: usage of device.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one ruby coil in the target vessel. The physician then advanced the next ruby coil through the microcatheter; however, the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.